Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burning irritation where the therapy electrodes sit. The patient tried several treatments per their doctor's request: benadryl, steroid pills, topical cream, but none of these worked. The patient removed the device due to the irritation per her cardiologist's recommendation. The outcome of the irritation is not known as follow-up attempts were not successful.